Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2008 and shows signs of extensive wear/usage. The medical investigation concluded that, per the complaint details, the issue was noted prior to surgery and the ¿surgeon used his hands to insert the guide rod; patient was old with brittle bone so we didn¿t need the gripper gun¿ to complete the surgical procedure. Reportedly, no surgical delay and no patient injury or impact resulted from the event. Therefore, no further medical assessment is warranted at this time. A functional evaluation confirmed the stated failure mode. The trigger mechanism on the device is seized, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Event description:
It was reported that, before an unknown surgery started, it was noticed that the gripper handle could not close. Although it was attempted to fix the gripper, it was not possible: it seemed like the handle was jammed. Since an smith & nephew back up device was not available, the surgeon decided to perform the surgery without the device: he used his hands to insert the ball tip guide rod. Surgery was not delayed. The patient was not harmed.